Event description:
It was reported that the patient was experiencing bradycardia and palpitations. Evaluation in the emergency room showed the lead to be disloged and no capture or sensing. The physician also noted that a possible pocket infection was present and the lead was twisted. The system was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.